Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, user was advised to perform a sensor re-link and to have their firmware upgraded on their transmitter. Next level of support contacted the user multiple times to help with the relink and the transmitter firmware upgrade but did not receive a response. User requested not to be contacted via sms. Case was closed.

Event description:
On 20 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
B4. Date of this report 19 oct 2025. G3. Date received by the manufacturer? 19 oct 2025. H6. Type of investigation updated to 4121,4119. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 67.